Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient receiving lioresal [500 mcg/ml] at a rate of 100 mcg/day via intrathecal drug delivery pump. It was reported that the patient presented to the hospital on the evening of (B)(6) 2017 with somnolence and lethargy and there was a report that patient had a seizure earlier that day. It was found that the patient had a cerebrospinal fluid (csf) leak from her back incision and suspected an infection. The decision was made to take the patient to surgery on (B)(6) 2017 for explantation of the pump and catheter. The issue was resolved and there were no further complications reported/anticipated.